Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. The implant coil was detached from the pushwire. This condition was not reported at time of the event. As received, the axium prime pushwire was found kinked and bent within the introducer sheath at from the proximal end. The implant coil was returned already detached and partially advanced out of the distal end of the introducer sheath. The implant coil was found damaged/stretched, with a knot found on the portion outside of the introducer sheath. The coin was still against the lumen stop with the shield coil intact. No damages were found with the detach element ball. The retainer ring was found damaged (ovalized) and the inner diameter could not be accurately measured. Based on the device returned and reported information, we were unable to determine the cause of the event. It is possible the coil became knotted if the introducer sheath was not held vertically when advancing/retracting the device during hydration. The implant coil would then become damaged/stretched and detached if customer were to try to retract the device against the resistance caused by the knot. The retainer ring was found damaged. It is likely the damage occurred when retracting the device against the stuck implant coil, causing the detach element ball to fall out of the retainer ring, leading to the detachment. The pusher was found bent in several sections. This is indicative of attempts to advance/retract the device against resistance or during return shipping to medtronic for analysis as the device was returned without its protective dispenser coil. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the coil knotted at the distal end during prep in the saline bath. The event happened during preparation. The device was not used in the patient. Reported device and any accessory devices were prepared as indicated in the IFU. Evaluation of the returned device found that the implant coil was detached from the pushwire.